Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away due to a small left parietal chronic subdural hematoma or subdural hygroma with mild associated left parietal lobe sulcal effacement. The patient's death was not thought to be pump related. It is unknown if the device will be returned for evaluation.

Manufacturer narrative:
Manufacturer investigation conclusion: a correlation between the device and the reported small left parietal chronic subdural hematoma or subdural hygroma with mild associated left parietal sulcal effacement could not be conclusively determined during this investigation. A specific cause for the reported event could also not be determined. Heartmate ii left ventricular assist system (lvas), serial number (B)(6), was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 "introduction¿ lists the adverse events that may be associated with use of the heartmate ii left ventricular assist system, including bleeding and death. Section 6 entitled "patient care and management" provides information on anticoagulation, including recommended international normalized ratio (inr) values and the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.